Event description:
It was reported that an arteriotomy closure of the heavily calcified right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional left tibial anterior procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed. The device became stuck in the patient due to calcium. A minor cut down was used to remove the device. The guide was broken between the metal and black plastic piece yet held together with the actuator wire. Surgical suturing achieved hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents. The root cause of the reported difficulties and the subsequent treatment is due to the circumstances of the procedure. It is likely the device interaction with the patent anatomy (calcium) caused the guide break leading to the cuff miss and device entrapment. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.